Event description:
Caller states patient received result of 125 mg/dl on the inform system and 75 mg/dl on professional nova system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. The patient contacted lifescan (lfs) on (B)(6), 2010 alleging that her onetouch ultra2 meter displayed the "apply blood" message even though she had already applied the blood to the test strip. At an unspecified time after the reported issue occurred, she reportedly started to feel shaky and sweaty as a result of the reported issue. The patient administered self-treatment with orange juice and reportedly felt better afterwards. She also claimed that after she ate again at an unspecified time, she started to feel sweaty and dizzy. No other blood glucose results were reported or medical intervention was reported. According to the csr troubleshooting, the reported issue was not resolved. This complaint is being reported because the patient claimed she developed symptoms, suggestive of hypoglycemia, after the "apply blood" message appeared. In addition, the reported issue was not resolved with troubleshooting. Replacement products were sent to the patient.